Event description:
Three days after the admission to the hospital, the patient underwent successful stent assisted coil embolization to treat a rupture left vertebral artery (va) aneurysm. Ten non-boston scientific coils and the subject device were placed into the aneurysm. The aneurysm was occluded and the parent vessel remained patent after the stent placement. The patient did not demonstrate any deficits after the procedure; however, several hours later, the patient became hypertensive, bradycardic and nonreactive neurologically. Imaging demonstrated a re-rupture of the aneurysm and rehemorrhage. Two days post procedure, the patient expired. The caused of death was re-rupture of the treated left vertebral artery aneurysm. However, the portion of the vessel in contact with the subject device remained intact, and that the dome of the aneurysm likely re-bled through the coil complex.

Event description:
Several hours after the 10 non-boston scientific coils and the subject device were placed into the aneurysm; the patient¿s condition had deteriorated. The patient became unresponsive and was found to have a re-rupture of the aneurysm and subsequently, an increase in a subarachnoid hemorrhage (sah). Two days post procedure, the patient expired. The definite cause of the death is unknown. However, preliminary autopsy results showed that the portion of the vessel in contact with the subject device remained intact, and that the dome of the aneurysm likely re-bled through the coil complex. No further information was provided.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided, there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Aneurysm rerupture and death are known and anticipated complications to these types of procedures, and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.